Event description:
It was reported that approximately eight months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time, post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts detached. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The detached strut retained in right pulmonary artery and it was removed via complex filter removal using jaws of life technique. The patient experienced pain and numbness in chest; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequently post filter deployment, the patient underwent unsuccessful retrieval attempt. Approximately one and half year¿s post filter deployment, CT revealed detached filter arms from the filter. Fragmentation of this arm with a very small piece apparently adherent to the caval wall above the filter completely extravascular and a larger piece in the right lower lobe pulmonary artery. Eventually a day later second retrieval attempt was made. Subsequent cavography revealed tip embedded ivc filter with otherwise normal ivc. Filter fractured with multiple fracture fragments, including a long arm fragment within the right lower lobe pulmonary artery, an extravascular fracture fragment located inferior to the filter, and a small fragment just superior to the filter. Subsequently the filter was removed successfully by dissecting free the filter from the wall of the ivc using endobronchial forceps in the jaws of life technique. Eventually, spot film over the right lobe revealed migrated filter arm in the pulmonary segment. Multiple attempts were made at removing the long-fractured arm fragment using a variety of snares and endovascular forceps. These attempts were all unsuccessful. Therefore, the investigation is confirmed for the filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for the perforation of the ivc, filter tilt and filter migration. Per medical records, multiple attempts were made to engage the filter using forceps but were unsuccessful due to embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2014), (device: 2907 & 4001). H11: d1,d4,h6(patient),h6(device),h6(method),h6(conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately eight months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time, post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts detached. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The detached strut retained in right pulmonary artery and it was removed via complex filter removal using jaws of life technique. The patient experienced pain and numbness in chest; however, the current status of the patient is unknown. New information: it was reported through the litigation process that the filter migrated, detached and the detached strut retained in the right lower lobe pulmonary artery, associated with a clot and the patient experienced chest pain.; however the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequently post filter deployment, the patient underwent unsuccessful retrieval attempt. Approximately one and half year¿s post filter deployment, CT revealed detached filter arms from the filter. Fragmentation of this arm with a very small piece apparently adherent to the caval wall above the filter completely extravascular and a larger piece in the right lower lobe pulmonary artery. Eventually a day later second retrieval attempt was made. Subsequent cavography revealed tip embedded ivc filter with otherwise normal ivc. Filter fractured with multiple fracture fragments, including a long arm fragment within the right lower lobe pulmonary artery, an extravascular fracture fragment located inferior to the filter, and a small fragment just superior to the filter. Subsequently the filter was removed successfully by dissecting free the filter from the wall of the ivc using endo bronchial forceps in the jaws of life technique. Eventually, spot film over the right lobe revealed migrated filter arm in the pulmonary segment. Multiple attempts were made at removing the long-fractured arm fragment using a variety of snares and endovascular forceps. These attempts were all unsuccessful. Therefore, the investigation is confirmed for the filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for the perforation of the ivc, filter tilt, filter migration and pe post implant.per medical records, multiple attempts were made to engage the filter using forceps but were unsuccessful due to embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilted filter, migration, perforation of the ivc, detachment of device or device components, and removal difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4).

Event description:
It was reported that approximately eight months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported failures. Based upon the available information, the definitive root cause is unknown. Labeling review: g2/g2 express/g2x/ eclipse/ meridian/denali: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eight months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.